Event description:
This ra lead was implanted on (B)(6)2013 and remains implanted at this time. A call was placed to technical service on (B)(6)2016 stating that this lead triggered out of range intrinsic amplitude. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).